Manufacturer narrative:
Device received with a blank display due to heavily corroded electronic assembly. Just about everything inside the device was heavily corroded. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 3.3 mmol/l at the time of the incident. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.